Event description:
A surgeon reported that three months following a glaucoma filtration device implant procedure, the pt experienced increased iop. The surgeon treated the increased iop with medication. The pt also experienced a serous choroidal detachment. Suture lysis and needling were also performed. Additional info was requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).